Event description:
Customer's mother reported blood glucose results of "40's" mg/dl and 90 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, treatment, or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.